Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for missing cap with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that 1 of the caps (out of 100) on a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube was missing from the shelf-pack. This created a sterile breach. There was no report of exposure, injury or medical intervention.